Event description:
During a coronary stenting treatment procedure, the stent became caught in the lesion. The lesion being treated was a 99% calcified lesion (location unknown). The physician predilated the lesion with a maverick2 3.0 mm x 20 mm balloon with 2 inflations. The physician then attempted to cross the lesion with the express2 monorail 3.0 mm x 16 mm stent with difficulty. The physician attempted to inflate twice without success. He then, meeting much resistance, retrieved the stent and delivery device intact and as a unit back into the mach1 guide catheter. The physician then tried to cross the lesion with a penta stent and was unable as well. The pt did not have any complications or injuries.